Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication 3 months after implant. Reason stated was a refractive surprise, outcome not as surgeon expected.

Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled, 19.0 diopters. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol.